Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the lead was only 2mm away instead of the 2cm previously reported. Additionally, it was noted that the lead was not repositioned. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead deviated from the planned trajectory while being inserted into the brain. The reporter indicated that a microelectrode recording (mer) was first done. As such there was a pre-formed tract for the lead. A cannula was used for implantation of the lead, but it deviated on the last 2 centimeters. There were no patient symptoms or injuries related to the event. If additional information becomes available, a follow-up report will be submitted.